Event description:
During service at baxter, a technician reported a colleague infusion pump with failure code 810:11. In the event history, failure code 810:11 was caused by an out of calibration ail pcb (air in line printed circuit board) that was recalibrated by service. The event occurred during product evaluation. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4)